Event description:
High impedance measurements of >4,000 ohms on some of the bipolar leads were seen on the patient's device. The patient was able to be reprogrammed around the problem and an improvement in therapy was seen. Add'l info was requested.

Manufacturer narrative:
(B)(4).